Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "the jaws of the clip applier cannot be closed tightly". Failure analysis found the primary failure of stuck grip tips to be related to the customer reported complaint. The instrument was found to have stuck grip tips. Unable to manually articulate the grip tips. Root cause of this failure is attributed to user.

Event description:
It was reported that prior to a da vinci-assisted rectal polypectomy surgical procedure, the jaws medium-large clip applier were found to be tight and could not be closed . Jaws did not close during preoperative inspection. Backup instrument of different kind was used to complete the procedure. The procedure was completed with no reported injury.